Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, a static image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the malfunction was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope had a scope communication error (b30) during an inspection for use. No patient injury was reported.